Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter broke in the subclavian vein. Patient's disconnected vascular interventional removal impacts patient care. User exposed to blood and/or bodily fluids. No patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device laid on a sterile barrier with stylet installed. The catheter tubing was broken near the center of the catheter shaft. The stylet was seen to be bent in several places and a potential kink in the catheter was observed near the luer hub. No further details of the break site could be discerned from returned photograph. Use residue is noted on the sterile barrier. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.